Event description:
It was reported that this pacemaker exhibited a 3 year decrease in estimated remaining longevity between follow-up visits approximately 6 months apart. It was noted that no programming changes had been made and the patient was not ventricular pacing dependent. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service at this time.